Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during an endoscopic biliary drainage (ebd) procedure. According to the complainant, during the procedure, they attempted to extend the snare loop but resistance was felt. Force was applied to the handle but instead of extending the snare loop, the catheter detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of catheter detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.